Event description:
Asr revision;product type: unknown;side hip: left;reason(s) for revision: unknown;(B)(4). Bi-lateral patient - (B)(4) for 1st right side revision and (B)(4) for 2nd right side revision.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. MFR 1818910 - 2013 - 33113 was reported in error and is being rejected.

Event description:
Asr revision. Product type: unknown. Side hip: left. Reason(s) for revision: unknown. (B)(6). Bi-lateral patient - see com (B)(4) for 1st right side revision and (B)(4) for 2nd right side revision. Voided this com as only the right hip has asr components and has been revised on (B)(4). See email dated 22nd july 2014.